Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic lobectomy, when detaching the lung lobe, after the blade was pulled back with the retractor, the staple was formed, the reload was difficult to remove from the tissue. The surgeon used hook to remove the staple with force. Another handle was used to complete the case. There was no patient injury.